Event description:
During a endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the spray did not work. A patient experienced bleeding in the stomach and the physician did a gastroscopy to find out where and why. They wanted to stop the bleeding with hemospray. They introduced the catheter as always but no powder was released. They tried a second catheter and experienced the same problem, no powder was released [did not spray]. They used a different modality to stop the bleeding. A section of the device did not remain inside the patient¿s body. The patient did require and additional procedure due to this occurrence, purastat was used to stop the bleeding. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with both catheters (clogged with powder). The red activation knob was not fully engaged and the on/off switch was in the on position. There was no co2 in the cartridge when removed and fully punctured. A new activation knob was used with a co2 cartridge and when attempted to spray with the catheters it did not spray. The catheters were removed and the device sprayed as intended. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device and catheters confirmed the root cause as catheter clogged. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The instructions for use also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." To assist the user in preparing and using the device, the instructions for use states, "remove device from package and attach catheter to handle, ensuring connection is secure... Before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air... Slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.